Manufacturer narrative:
Per tandem¿s user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high"-600 mg/dl. Reportedly, customer had refilled cartridge. Customer required assistance from members of household and paramedics; nature of assistance was not specified. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin and cartridge labeling.